Event description:
Following the information reported, the power cord got stuck on the side of the bed, exposing the wires inside, and sparked while plugged in. There was no indication regarding patient involvement. No injury was claimed. The device inspection revealed that the copper wires were exposed. There were no signs of burning or marking on the power cord.

Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.